Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the ratchet handle was jammed. The ratchet was lubricated and the unit was calibrated to specifications and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery handle not feeding board through. Upon evaluation handle was noted to be jammed. No delay no harm reported graft was not damaged and another device was used. Patient was under anesthesia during procedure. No adverse events were reported as it relates to this event.